Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1528204) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the most likely cause of the reported infection was due to the facility's sterile technique during the surgical procedure and not related to the mynx device deployment. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that 8 days post mynx vascular closure device procedure, the patient had an infection. The patient was subsequently referred to another vascular surgeon at the same facility. The patient was hospitalized for incision and drainage in the operating room and was later discharged home at an unknown time with wound drain left at the incision site. The doctor suspected that the mynx sealant may have been misdeployed or migrated into the tissue (wound vac) due to the presence of large clot formed above the artery instead of in contact to the vessel wall. It was subsequently concluded that the issue was due to the hospital's sterile technique while prepping the incision site prior to the procedure and cleaning the incision site post procedure. It was noted that re-education on surgical prep was performed by the hospital and pending re-education on vascular device deployment. The patient returned to the hospital about 3 weeks later and the wound drain was removed and the groin site was reported to have healed nicely. No further information is available at this time.